Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that an onsite inspection took place due to a recent ongoing investigation regarding a reported complaint that the imaging system was not able to calibrate in rad mode. No patient was present during the time of the reported incident. During the inspection, the medtronic representative replaced the following parts: mobile view station (mvs) computer, the imaging system computer, the pcba power switching board assembly, and the imaging system power cable. All of the parts, with exception to the power cable which was discarded onsite, were sent back to the manufacturer for analysis. The software was also updated to the most current version. A successful system checkout was performed which verified that the issue had been resolved. During the analysis of the returned parts, there was no confirmed failure from the parts, except that the imaging system computer had its bios settings changed which was stopping the imaging system used in the testing from starting up. Once this was changed, the system started up as it should. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that an onsite inspection took place due to a recent ongoing investigation regarding a reported complaint that the imaging system was not able to calibrate in rad mode. No patient was present during the time of the reported incident.